Manufacturer narrative:
(B)(4). Batch # n90t72. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lap lar, scissoring occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 9/21/2016.

Event description:
It was reported that during a lap lar, scissoring occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n90t72. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw causing 1 clip partially formed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. 2 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.